Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5115471.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy. Additional information was received that the patient had insufficient pain coverage due to lead migration.